Manufacturer narrative:
Performed measurements during device investigation indicated that the device is out of specification. No information regarding the circumstances which led to device explantation has been received despite being requested several times. Mechanical damages found during investigation are attributable to the removal surgery. This is a combined initial and final report.

Event description:
An explant kit has been requested. The device has been explanted.